Event description:
A nurse reported that a pt was diagnosed with peritonitis and prescribed an antibiotic drug; name, dose, frequency, and route unk, during a peritoneal clinic visit on (B)(6) 2014. This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice technique and broke the sterile field during treatment; the pt did not wash their hands and did not do a mask. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2014, the pt continues to use continuous cycler - assisted peritoneal dialysis (ccpd) therapy without any further issues, the pt has completed taking the prescribed antibiotic therapy, and the pt's signs and symptoms of peritonitis have resolved.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.